Event description:
It was reported that the ilet screen intermittently flashed for about 30 seconds in repeating sequences, during which the user sometimes pressed the sleep/wake button to stop the flashing, and that the device continued to operate without power-off or dosing interruption; the problem was characterized as a display difficult to read and associated with the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an ambient light¿related problem affecting on-screen visibility, consistent with a display difficult to read on the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.